Event description:
The customer reported the generation of erroneously high sodium patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed that the leaking near the buffer valve and connectors, the green light on the degasser was not on, the adc board was defective and the cable to the degasser was corrosive. The fse replaced the ion-selective electrolyte (ise) tubing, buffer valves, ac/dc driver, degasser and power cable which resolved the issue. System performance was verified, and the customer was satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).